Manufacturer narrative:
.

Event description:
The issue was reported to philips because of a system error 10003 displayed on the mrx. There was no report of patient involvement.

Event description:
The issue was reported to philips because of a system error 10003 displayed on the mrx. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.